Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the unit for evaluation. Visual inspection noted white solid particles approximately 1.27 and 1.84 mm in size, floating in the fluid of the bladder. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of its bladder. This was noticed after filling with meropenem and before patient use, so there was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been initiated to investigate the issue of particulate matter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.